Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 02mar2022 to 03apr2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the cubie pocket failed to release and the cubie was hot to touch was confirmed by the bd field service engineer and in agreement by the dchu investigation team. Popped all cubies out and noticed pocket a2 on cubie tray was damaged. Replaced the full height cubie tray with a known good one. Customer confirmed drawer is functioning properly visual inspection, by the dchu investigation team, of the received cubie tray observed thermal damage of a burn marking aligned with the wire which releases the cubie dried fluid residue was also observed on the cubie tray components along the thermal damage area no testing was deemed necessary on the received part due to the obvious thermal damage along the component.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary cubie 1x1 full height pocket failed to release, the cubie was hot to touch, and its contents were very warm. The pocket contents were emptied and the cubie replaced; however, the cubie still failed to release. The drawer/pocket was attempted to be recovered but maintenance required message appears. There were no adverse events or injuries reported based on this event.